Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was this whole week pt noticed, when they went to charge. The implant was at 90% and would charge to 100% within 5 min. Usually it was at 50-60%. Pt was not sure, if the implant was working correctly, because patient had more back pain this week than usual. Pt was not sure, if the pain was related to this device or competitor's devices in their body. Pt also, had uti last week. That might be contributing to the pain or there might be a damage from infection to kidney. Pt was also, thinking maybe they did not have enough exercise. Patient did not know what the cause was, but patient knew the stimulator was not working like it usually did. Patient used the controller on the call and confirmed, stim was on. We then determined, on the call, that pt's setting was at zero. Pt was in group a. Reviewed. This was likely, the reason why the charging level did not deplete as fast. On the call, pt increased to 0.5. Reviewed to monitor symptoms and adjust more if needed. Patient said, they usually turned stim off at night when they were trying to sleep and turn stim back on in the morning. When pt was laying in bed they normally turned stim off, because it did not seem to make a difference anyway. If stim was on and when trying to get up, it tries to electrocute the pt and that's why they turn stim off when they sleep. Patient also mentioned, they had so much curvature in their spine and had competitor's stimulators, so it was hard for patient to know where to place the recharger. Pt then, had questions on general device use, parameters in the menu and what kind of alerts/messages they should be getting. Reviewed: pt said, they only saw an exclamation point once when they missed charging, but they were able to plug it in and charge normally.

Event description:
Additional information was received, the patient stated the stimulation was always at zero. The patient never changed it. It always stayed that way until the patient was told on the phone with manufacturer to change it. The patient increased it to 5 or 6. The patient stated they felt shocks when they slept in different positions, so they just turned it off at night. The patient was not sure what setting number it was supposed to be. They did not notice any difference between settings, the numbers did not seem to mean anything and the settings did not seem to make any difference in how it felt in their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.